Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the completed technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the right eye one day post lasik treatment. The topical steroids were increased. Upon additional follow up, the diffuse lamellar keratitis resolved 12 days after onset and trace superficial punctate keratitis was noted. The patient began tear gel at night.